Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was performed and confirmed the customer complaint of a faulty electrocardiogram (ECG) connection. Analysis also found an error in the software updates which required a new software installation. (B)(4).

Event description:
It was reported that the programmer electrocardiogram (ECG) connection was faulty. The programmer was returned for repair. No patient complications have been reported as a result of this event.